Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's insulin "is stopped in the morning when he wakes up". Multiple attempts were made to obtain additional specific information; however, no additional information was received.